Event description:
The customer reports the unit will not alarm.

Manufacturer narrative:
As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. The unit was sent to a service center for repair. Upon triage, a technician could not confirm the customer complaint that unit will not alarm. Initial visual inspection found no anomaly. The unit was switched on and the unit powered up with post tones sound. The unit was put through the recertification test, which the unit passed successfully. The unit was set to feed 10 ml at 400 ml/hr. The unit gave the feed complete indication. Then the occlusion test was performed using the hemostat at a feed rate of 400ml/hr and the unit presented with the expected feed error. Unit was disassembled and inspected. No anomalies were found. The unit has been recertified per procedure.